Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 85% stenosed,12x3.5mm, concentric, de novo target lesion was located in a mildly tortuous, mildly calcified left circumflex artery (lcx). Following predilitation, the 12 x 3.50mm promus elite drug eluting stent was advanced, but significant resistance was encountered. After the stent was deployed, a distal edge dissection was noted which was treated with deployment of a small size stent at the distal site. The patient is stable and responding well to medication.